Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Three minutes into the procedure, a low pressure error occured. The catheter was removed from the patient and a tiny hole was noted. Another like device was used to complete the procedure. The patient received the full eight minutes of therapy with the two catheters. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter was found to have a hole in the balloon. This medwatch report is in response to receipt of maude event report (B)(4).